Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. The malfunction was identified as malf 16, and technical support provided information to reset the pump, assisting the caller with the process. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. They were advised to contact support again if the issue reappeared, which the caller acknowledged.